Manufacturer narrative:
Other, other text: masimo has reached out to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1537-2024. H3 other text: device not returned.

Event description:
The customer reported the rad-g "powered [off] by itself." No patient impact or consequences were reported.